Event description:
On 5/9/96, catheter was implanted subcutaneously with double lumen port. On 5/13/96, chest x-ray prior to initiation of chemotherapy revealed catheter had migrated from port to the right atrium necessitating an add'l procedure to remove catheter.